Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review the patient underwent repair of a recurrent ventral hernia with composix kugel on (B)(6) 2002. More than four years post implant the patient underwent repair of a recurrent incisional hernia with bard flat mesh. The composix kugel mesh was excised. On (B)(6) 2008 the patient underwent repair of a recurrent ventral hernia with no mesh noted. An enterotomy was made with notes of no significant bowel leakage. The bard flat mesh was identified and removed. The operative report does not identify an infection was present however a culture report indicates following the explant the patient tested gram positive for (B)(6). Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient has undergone multiple hernia repairs beginning in 1966. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, the patient was treated for a recurrence which is a known adverse event listed in the IFU. No sample has been returned for evaluation and no conclusion can be drawn at this time. Information related to the recalled composix kugel mesh implanted on (B)(6) 2002 will be reported in accordance with rae (B)(4).

Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2002 - patient underwent repair of recurrent ventral hernia repair with composix kugel. Old non-bard mesh was removed. On (B)(6) 2006 - patient underwent repair of recurrent incisional hernia with bard flat mesh. The composix kugel mesh was excised. On (B)(6) 2008 - patient underwent repair of recurrent abdominal ventral hernia repair with no mesh noted. The bard flat mesh was excised. A small enterotomy was made, no significant leakage.